Manufacturer narrative:
The architect i2000sr, serial # (B)(6) was inspected and determined the sample arc, probe required replacement, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for isr60193 revealed no additional service tickets associated with false reactive b-hcg results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the arc, probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the arc, probe were identified.

Event description:
The customer reported false reactive architect total b-hcg generated from an architect analyzer and provided the following data: the b-hcg results were initially reported as a weak positive result (6-100 miu/ml) and upon repeat the samples generated negative results (<1.2miu/ml). Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Event description:
The customer reported false reactive architect total b-hcg generated from an architect analyzer and provided the following data: the b-hcg results were initially reported as a weak positive result (6-100 miu/ml) and upon repeat the samples generated negative results (<1.2miu/ml). Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
E1 phone: complete phone number is (B)(6). All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.